Event description:
It was reported in a mailed-in facility medsun report that during a right ankle procedure, (peroneal tendon tear with a non-union of the right fibula), the threaded tip of a 1.6 k-wire broke off and remained in the patient's bone. An x-ray was performed and about a 1.0 cm piece was visible. The surgeon elected to leave the piece in the fibula as it would cause more damage to remove it.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event is typically caused by user mechanical damage to the device such as prying/leveraging or excessive bending forces of mating instruments over the guidewire. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.